Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with intravenous (IV) vancomycin (1 gram, every 24 hours) and IV amikacin (200 mg, per day) for the event. It was not reported if the patient was retrained on the proper aseptic technique. On an unreported date, pd therapy was discontinued, and the pd catheter was removed. It was reported the patient passed away while hospitalized. The cause of death was not reported. It was not reported an autopsy was not performed. It was not reported if the events were resolved prior to death. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.